Event description:
It was reported that the patient received an alert for high, out of range, pacing lead impedance. The 7-day trend showed high measurements. Programming changes were made and the issue was resolved.

Manufacturer narrative:
(B)(4).